Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing and bench handling without duplicating the report. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.